Manufacturer narrative:
Concomitant product(s): dtbb1d1 ICD, implanted: (B)(6) 2016; a 6725 adaptor, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead produced a lead impedance alert for a low impedance value. The lv lead has a baseline impedance that has been lower, but stable, and this value crossed the threshold. No changes were made and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.